Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gynecological laparoscopic adnexal resection, the device had an issue when inserting a port and inserting ligasure. The device had seal damage. Inspecting the abdominal cavity with a camera, it was noticed that a blue foreign material was attached to the abdominal wall. The plastic that was used to organize the optical trocar or ligasure cord may have slightly attached to the tip due to friction, which might have fallen into the cavity. The dropped material was removed with forceps. If the foreign material was not a covidien product, the cause was believed to be the other manufacturer's trocar. The hospital thought it was not a problem with the main unit, so only the vinyl was returned. The main unit of ligasure has already been disposed of. The capsule was opened at the start of the examination, but it did not illuminate. There was no patient injury.